Event description:
It was reported the pt's ipg had an increased recharge burden. The physician explanted and replaced the ipg with a smaller model on (B)(6) 2013. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.